Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (46 mg/dl) due to pump's basal rate settings needing adjustment. Reportedly, the customer required assistance adjusting feeding tube rate, and customer consumed carbohydrates and glucose tablets to address blood glucose level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.